Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.9, poc meter: 5.9, lab: 5.9. On (B)(6) inratio inr=2.9; poc at doctor's office inr=5.9. Physician sent patient to ER for lab draw; lab inr=5.9. Lab draw done within an hour of testing on inratio meter. Given vitamin k shot because of lab inr=5.9. Physician withheld coumadin for three days because of lab inr = 5.9. Therapeutic range 2.4-3.0. On (B)(6) poc=4.4, coumadin withheld for 2 days. Patient has recent bruises from mosquito and spider bites. Recently relocated, possible bruises from the move.

Manufacturer narrative:
Pt. Given vit. K. Investigation pending.